Event description:
It was reported by the rep that (1) 350l was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon made a small incision in the skin and insufflated the abdomen with the verres needle. The surgeon placed the 5mm scope in the 5mm trocar and sheath and attempted to insert it through the incision. It seemed difficult to place so the device was withdrawn and it was then noticed the trocar tip was missing. The surgeon placed new trocars from a kit and completed the removal of the gallbladder without difficulty. The surgeon examined the peritoneal cavity to assure the tip was not inside. The back table, the sterile field, the floor, and the trash were all examined to assure the tip of the trocar was not outside the pt. The surgeon ordered an x-ray and the tip was not seen. A second x-ray was taken and again the tip was not seen. A second kit was opened up to obtain a tip for comparison. The surgeon then determined the tip was most likely between the skin surface and the peritoneal cavity. The surgeon extended the incision at the original trocar site and explored it. The surgeon was able to retrieve the tip although it was very difficult to locate. The pt did well postoperatively but the anesthesia and operating room time were extended by approximately 1 hour.